Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failed keypad, which was reproduced during evaluation. Evaluation observed the #2, #3, #4, #5, #6, #7, #8 and #9 keys to be inoperable and observed an automatic double output would occur when the soft keys were pressed. The cause was determined to be a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed keypad. There was no patient involvement. No additional information is available.